Manufacturer narrative:
(B)(4). Device product code: mqn. Lot number: the lot number is unknown, however a review of the customers purchase history identified two possible lots 470570 or 711860. Concomitant medical product: biomet microfixation low-profile mandibular distractor 13 mm catalog #: sp-1327 lot #: 725000, unknown screws catalog #: ni lot #: ni. Therapy date: unknown. (B)(6). Device manufacture date: lot 470570 jul 17, 2013 and lot 711860 nov 21, 2016. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00250.

Event description:
It was reported there was a revision due to the drive screw breaking during control visit. It broke when the turning is done. It happened on one side only. The other side is fine. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.